Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that after increasing their amplitude the issue was resolved until recently. It was reported that the patient had been urinating more often and didn¿t feel like they were emptying their bladder. The patient stated it was almost like before the implant. It was noted that the patient felt stimulation in the correct area. The patient was told to contact their healthcare provider if the issue didn¿t resolve. The patient also noted they had poor communication during the call with the antenna attached, which resolved after plugging in the antenna securely. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the urination urgency and inability to empty bladder had not been resolved, the patient stated that last time they had changed the settings on their device and planned to attempt changing the settings again. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they had 3 appointments with their physician regarding these issues ((B)(6) 2017). Patient reported bleeding and that sticky material stuck on their hip when their physician removed the bandage (it was difficult to remove). They were still experiencing urgency to urinate and loss of control, but after adjusting the settings it helped 'somewhat.' Patient reported the issues had resolved for the most part. They were able to sleep more now and only get up to urinate 2 times per night compared to 10 times. Recently, they again had tremendous pressure in their bladder to urinate. It was also reported that the implant itself hurt a lot and was very sensitive on their hip. Patient reported it felt like their interstim had rotated somehow. Patient reported the cause was determined and that it was due to "oab, ibs, bladder and fecal incontinence, obesity." No further complications reported/ anticipated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy and reported having an urgency to urinate every couple of hours starting yesterday so they did not get much sleep last night. The patient felt stimulation in the correct area. They increased stimulation from 1.9 volts to 2.3 volts and would monitor their symptoms. The patient noted that they knew how to hold/connect their patient programmer to their implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, since they changed to program 2, their symptoms seemed to have gotten worse and their bladder felt very heavy. Initially, they were set on program 1 and felt like that was better. It was confirmed that they had the stimulation on and at 3.5 volts (v). They noted that increasing the stimulation on program 2 was uncomfortable. Their healthcare professional (hcp) told them they could do whatever was needed, in regards to program changes, so they changed to program 3 where the stimulation was comfortable at 2.2 v.